Event description:
Pt underwent surgery because of distal femur breakage. Intraoperative x-ray control showed screw outside the nail hole. The crew was drilled outside the nail although an aiming device was used. Trying to extract the screw it broke. Parts remained in pt. During further trials without the aiming device another screw broke as well. Another screw bent. Fragments of the two broken screws will be removed together with the nail in about 1.5 to 2 years.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.